Event description:
As reported, a 6f 100 cm extra back-up 3.5 (xb3.5) adroit guiding catheter was deformed and did not burst as it was initially reported.

Manufacturer narrative:
The original description reported is inaccurate. Additional clarification received revealed that the catheter did not burst but was deformed. There is evidence of a product malfunction as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it would cause or contribute to a death or serious injury or other significant adverse event is remote. No further action is required.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 100 cm extra back-up 3.5 (xb3.5) adroit guiding catheter burst. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 6f 100 cm extra back-up 3.5 (xb3.5) adroit guiding catheter burst. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile ¿6f .072 xb 3.5 100cm¿ unit was received in a plastic bag and unpacked for evaluation. Visual inspection revealed multiple areas along the catheter body, including the hub and distal tip, exhibiting a compressed or crushed condition. No burst condition was observed, and no other anomalies were noted. Due to the device's severely compressed state, functional testing could not be performed. A syringe could not be properly attached to the hub, as the damage at the connection point prevented a seal. Attempts to insert a guide wire using a lab sample were unsuccessful because the obstruction in the catheter body prevented advancement. As a result, flushing and guide wire insertion could not be completed, and burst testing could not be performed. Dimensional measurements were also not obtained due to the extent of the damage, which rendered accurate evaluation impossible. Microscopic imaging confirmed and illustrated the severity of the compressed and crushed areas, particularly in multiple localized segments of the catheter body and distal tip. The reported ¿catheter (body/shaft)-burst¿ was not observed during product analysis. Instead multiple areas of compression were noted along the catheter body and luer hub. The exact cause of the damage could not be determined; however storage-related factors such as placing a heavy object on the device may have contributed. Users are trained to inspect devices for signs of damage prior to and during use. Damaged products are not to be used. Safety information is provided in the product labeling to raise awareness of associated risks. According to the instructions for use (IFU) although not intended as a risk mitigation the following guidance is provided: ¿store in a cool dark dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected replace with an undamaged guiding catheter.¿ based on the available information and findings from the analysis there is no evidence to suggest that the event was related to device design or manufacturing. Therefore no corrective or preventive actions will be taken at this time.